Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not confirmed, as normal functioning was observed. Analysis of available expertise files did not confirm the issue, as no interrogation was performed on the provided event date. Therefore, no anomaly is suspected on the subject smarttouch tablet. The tablet followed the normal workflow and was returned to the field.

Event description:
Reportedly, the smarttouch tablet abruptly shuts down when pressing the save button after a threshold test. In addition, the screen displays as if the devices is being interrogated. The same issue was observed by two customers.